Manufacturer narrative:
Citation: burzotta f, et al. An ¿orthotopic¿ snorkel-stenting technique to maintain coronary patency during transcatheter aortic valve replacement. Cardiovasc revasc med. 2021 jul;28s:94-97. Doi: 10.1016/j.carrev.2020.12.013. Epub 2020 dec 11. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case series regarding the use of a novel orthotopic snorkel-stenting technique to manage coronary artery obstruction during transcatheter aortic valve replacement (tavr). Case report 1: a (B)(6)-year-old female patient with severe aortic stenosis and a very low (7 mm) left main coronary artery take-off underwent tavr using a 26 mm medtronic evolut pro valve with left main coronary protection via the placement of an undeployed drug-eluting stent into the left anterior descending artery. Following evolut r implant, aortography showed contrast stagnation into the left coronary sinus with maintained antegrade flow into the left main. The previously prepared drug-eluting stent was retracted from the left anterior descending artery, then placed into the left main ostium and deployed. Final angiogram confirmed normal coronary flow with proper position of the evolut pro. The authors stated the post-procedural course was uneventful. Case report 2: a (B)(6)-year-old female patient presented with a severely regurgitant sorin mitroflow aortic bioprosthesis and was subsequently deemed high risk of right coronary artery occlusion (ostium height 4.2 mm). The authors decided to perform urgent tavr using a 23 mm medtronic evolut r valve with right coronary artery protection via the placement of an undeployed drug-eluting stent into the mid right coronary artery. The evolut r was implanted inside the mitroflow bioprosthesis and post-dilated with an 18 mm true balloon. Following balloon post-dilation, the pressure at the guiding catheter tip decreased and st segment modifications developed. The previously prepared drug-eluting stent was deployed in the right coronary artery. Final angiogram confirmed normal coronary flow with proper position of the evolut r. The authors stated the post-procedural course was uneventful. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author clarified the guiding catheter tip was located at the coronary ostium during the procedure for case report 2 and the observed pressure decrease indicated reduced flow in the corresponding valsalva sinus. H6. Annex e code e2321 (low blood pressure / hypotension) was deleted as the physician/author confirmed the observed pressure decrease indicated reduced flow in the corresponding valsalva sinus, not hypotension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.